Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was received at fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection revealed a 28 mm tear in the tubing film where it joins the patient end over-moulded cuff. Conclusion: we were unable to determine what had caused the observed damage. The customer had reported that the circuit was in use for 1 - 2 months, so it is reasonable to conclude that the circuit was not leaking prior to this time and thus became damaged after a period of use. Our user instructions that accompany the 900mr810 reusable breathing circuit contain the following warnings: - "clean circuit prior to use and after each patient use, using approved disinfection methods only. Use of unapproved cleaning methods may damage the circuit and reduce it useable life." - "inspect circuit before re-use, do not use if the circuit shows sign of deterioration, such as cracks, tears or damage." - "disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage."

Event description:
A hospital in (B)(6) reported that a 900mr810 reusable adult breathing circuit was damaged. No patient consequence was reported.